Event description:
Information was received indicating that the peep test sets at 30 on a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.

Manufacturer narrative:
One ventilator was returned for evaluation. It was noted to be received in fair condition with knob caps missing, and the battery cover damaged. These were then replaced. The device underwent functional testing at peep control check 20 cmh20, and the pressure was found to be measured at 32 cmh20, confirming the reported customer complaint. Peep needle was adjusted and the value was brought back into tolerance. Device passed all functional checks.